Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties registering the patient. It was noted that the 3d model contained the patient's chin but was cropped out prior to registration. It was reported that the tracer registration could not pass with two attempts as well as an attempt with 3 point trace registration. A 5 point touch registration was completed and passed but the surgeon noted a 4 millimeter imprecision. The surgeon opted to complete the procedure compensating for the imprecision. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. Medtronic received information that, while troubleshooting the reported issue, instruments would intermittently track even when stationary. It was reported that the instrument trackers were known to be operational and that the emitter and instruments were placed away from any outside metal interference.